Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had her morphine pump taken out due to a reaction to the morphine. The morphine pump was put in for the severe pain she was having due to a doctor's mistake during her back surgery. The patient was unsure when the pump was put in and when it was taken out. The patient could not sleep or do anything, her body was "acting real funny", and she felt like her body was "jumping out of her skin". The patient was feeling "really strange", woke up her husband and told him something was not right, and her husband took her to the emergency room. The patient was put on a bed and her body was "jumping up and down off the table". It was noted it took 4 to 5 people to hold the patient down and give her a shot to "get rid of the reactions" she was having and calm her down. It was unknown what they gave her. The patient was "so scared" of what was happening to her. The patient then returned home and had red spots "all over" her. It was further reported that the patient had her pump removed because it was uncomfortable. Additionally it was stated that at night she could not lay on her right side as it was "the size of a cell phone" and it kept her awake all the time. The patient also was noted to have a scar on her stomach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.